Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing the transmission, it was noted that the right ventricular lead exhibited far p oversensing which caused pacing inhibition. This finding was confirmed during device interrogation when the patient later presented for a clinical follow-up. A chest x-ray was performed, and the results were normal. Programming adjustments were made to resolve the issue. The patient's current condition remains unknown.